Event description:
Information was provided that a diagnostic and intervention coronary procedure via radial artery access was performed. Redness at the access site was noted post procedure. The medical doctor initially thought the redness was an infection; which later turned into a granuloma. The patient received antibiotics.

Manufacturer narrative:
(B)(4). Infection/redness at site is addressed in the IFU. Event is still under investigation.